Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 0(B)(4) 2018. A needle-suture piece, a needle-suture combination, and empty opened overwrap packets were received for analysis. The product is multi-strand and double armed per packet. During the visual inspection of the needle-suture piece, the swage and attachment area were as expected; however, the tip of the needle was broken, and slight marks were observed on the body of the needle which appears to be from use of the surgical instrument. Additionally, the suture piece was examined, body fluids were found, and the end was cut. Marks were observed on the tip area of the needle. The failed suture needle was submitted for fractographic evaluation to assess the fracture failure mode. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The needles-suture combination was examined for visual inspection and no defects, needle breakage or tip defect were observed. The tips of the needles were as expected. The resistance test was performed, and no issues or anomalies were noted. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, (needle-suture piece) needle breakage was found. Per the sample condition of the needle-suture combination, no breakage needle was observed.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an aortic root replacement procedure on (B)(6) 2018 and suture was used. The needle tip was broken when it was removed from the package the device was not used on the patient. There were no adverse patient consequences reported.